Event description:
A surgeon reported that a system message code occurred during the surgery and the iop (intraocular pressure) control was unable to be used during the surgery. The procedure was completed by using the vitrectomy gas fluid infusion set with no patient harm. The symptoms occurred on three cases with the same product lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).